Event description:
Healthcare provider reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported, left-side rupture. The device has been explanted and replaced.

Manufacturer narrative:
" Visual analysis of the photographs identified: rupture: observed broken but cannot perform an assessment of the broken as no microscopic analysis can be performed. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. "

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare provider reported rupture. The device has been explanted. This record relates to the left side.